Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac injuries and/or related symptoms on or about (B)(6) 2007 and subsequently expired on (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving 2 separate products.